Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact to the pusher assembly. The coil was kinked at the proximal end and had offset coil winds along its length. Conclusions: evaluation of the returned smart coils revealed devices with offset coils winds. If the introducer sheath is not properly aligned with the hub of the parent device while attempting to advance the device, resistance may be experienced. If the device is forcefully advanced while experiencing resistance, damage such as offset coil winds and kinks may occur. During functional testing, neither of the returned smart coils were able to be advanced through a demonstration microcatheter. The offset coil winds likely contributed to the inability to advance the returned devices during functional testing. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00040.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, the physician placed three smart coils in the target vessel using a non-penumbra microcatheter. While advancing a new smart coil through the microcatheter, the physician experienced resistance when the smart coil distal detachment tip (ddt) was passing through the hub of the microcatheter and the smart coil would not advance further; therefore, it was removed. The physician then attempted to advance another smart coil into the microcatheter but the same issue occurred; therefore, it was removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.